Event description:
This lead was capped and replaced due to loss of capture and intermittent undersensing at the same time the pacemaker was replaced after meeting longevity. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.